Manufacturer narrative:
Continuation of d10: product ID 97755; serial# (B)(6); product type recharger. H3: analysis of the recharger (serial# (B)(6)) found they couldn't replicate the rm03 error code and it found the ins, however there was a worn donut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they are not able to charge the implanted neurostimulator since a couple days ago. Patient stated they are getting system problem rm03 message. Patient service asked patient to inspect the recharger for damage and patient said there is no visible damage to the recharger but the cord gets warm all the time. Patient started recharging the implant and getting excellent quality and controller 70%, implant 30% charged and system problem rm03 message. Patient services assisted patient with resetting the controller, after resetting, and message is cleared. The issue was not resolved. An email was sent to the repair department to replace the recharger device. Patient provided new address and phone number.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.